Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling w/dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag backfilled during recirculation . The technician confirmed the drain line length and building drain height were both within specification. There were no obstructions to the drain. The technician was not able to duplicate the reported problem.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel, therefore, the failure mode cannot be confirmed or replicated in field testing. The biomedical technician at the facility stated that he could not duplicate the issue. No parts were returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.